Manufacturer narrative:
G4: 03jun2019; b4: 14oct2019. The service technician replaced the front bezel to address the nav-ring issue. The power management (pm) board, battery and air inlet filter were also replaced to address the other issue reported on this unit. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 13june2019. (B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that unit's navigation ring failed. The device was in use at the time of the event; however, there was no patient harm.